Event description:
Device 1 of 2. Reference MFR report#:1627487-2012-12096. It was reported the pt was reprogrammed in (B)(6) of 2012 to increase stimulation. Since then it is reported the pt's device becomes too hot to touch about 30 - 45 minutes into charging. The pt immediately stops charging at that time. It was reported the pt does not use a pouch when charging as she has lost the pouch. It was reported the charger left a red round mark on her skin on the left side over her hip, around the site of the charging device. Reportedly her dr stated the mark was not a burn so no treatment was provided. The pt reports the red mark healed shortly after. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall # 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in a field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.